Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the surgeon told the rep he used a cdh stapler to complete a very low anterior resection. When the stapler was fired, the donuts were inspected. Surgeon noticed donuts were incomplete. Surgeon did procto to inspect staple line. Noticed leak when bubbles appeared when blowing air into anastomotic site. The leak could not be repaired due to how low the site was. A colostomy was created to complete procedure. Exact product code unk but they are sure it was a cdh. 5/14/1999 risk manager called back and stated she has spoken with the surgeon and based on the info provided, they have deemed this not to be an smda-reportable incident. Risk manager elected not to provide the pt info requested for medwatch reporting. 5/19/1999 spoke with surgeon today. This case was for a low-lying rectal carcinoma. The pt was aware he may require an apr (abdomino-perineal resection) and permanent colostomy. The stapler was passed per rectum and fired without difficulty. The proximal (sigmoid) donut was incomplete and the anatomosis was not air-tight during insufflation. Sutures were placed, and a diverting transverse colostomy was created. The pt has since done well, but he has a tight rectal stricture which the surgeon is serially dilating prior to reversing the colostomy. The pt had no significant risk factors for poor healing other than tumor. Typically, when the proximal dount is incomplete, it is due to an inadequately placed serosal pursestring, which when the anvil and stapler head are tightened, tears the bowel wall.